Manufacturer narrative:
Device available for evaluation. Updated the concerto coil was returned for evaluation and the clinical observation was confirmed. As received, the implant coil still attached to the pushwire and the implant coil in good condition within the introducer sheath. There were no defects found on the implant coil. Instant detacher was not returned for evaluation. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The pushwire was found bent at several locations from the proximal end within the introducer sheath. All other subassemblies appeared to be normal and no other anomalies were observed. During evaluation, an in-house instant detacher was used in attempt to detach the implant coil. Although the tack weld replacement crimps were successfully broken, the pushwire became further kinked at the proximal end. The outer jacket was then removed to access the release wire. The coin was pulled back without difficulty and the implant coil detached as intended. The instant detacher were not returned; therefore, any contributing factors from these could not be assessed. It is likely that the damage to the distal end of the pushwire led to the reported event. Although the customer reported attempting manual detachment with the concerto coil 2 times, the pushwire was found bent, but not broken. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): also, ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿

Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of bleeding embolization, this coil could not detach inside the vessel. It was reported that coil felt resistance at the proximal part of the catheter. The physician removed the coil and used another coil to complete the procedure. There were not any patient symptoms or complications associated with this event.